Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 16869772. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 17472415.

Event description:
It was reported that patient loss its stimulation due to spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator explant procedure where all devices were removed.